Event description:
Transporter was attempting to place a patient in the chair. The brake did not hold and the chair slipped back. The transporter assisted the patient to the floor. The patient had a scratch on her hand, but did not have other injuries. The manager has had all brakes checked (he did not get the serial number on the chair that slipped from under the patient). There is evidently a rubber piece which makes contact with the ground enabling the brakes to hold better. Perhaps they should be standard.